Manufacturer narrative:
In the initial MDR only the month and year of manufacture was provided. The complete manufacturing date has now been provided. 10/09/2015. Additional information: account reported that patient's right eye mild haze is not affecting refraction, the left eye moderate haze refraction was possible. Also the relatively clear zones/ patches between reticular pattern opacification appear increasingly clear in both eyes.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Manufacturing date oct/2015 all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with clinically significant corneal haze in both eyes (more in left than in right side) and loss of 2 lines best spectacle corrected visual acuity in left eye. Patient was prescribed predforte 1% for both eyes every 2 hours and refresh tears every 2 hours. Patient was told to return for follow up in 10 days. Follow up occurred on (B)(6) 2016 with medical finding of mild corneal haze and reticular pattern opacification within ablation zone, somewhat less dense. Per examining doctor, responding well to the treatment. Patient to continue predforte and uv protection. Patient was told to return for follow up in 10 days.